Manufacturer narrative:
Product problem only. Outcome of adverse event: unchecked: other serious. Customer's blood glucose was in the 300's (mg/dl) at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified elevated blood glucose (bg). Reportedly, no insulin was seen exiting the cartridge tubing. A new cartridge was loaded to address the event. Bg was addressed with manual injection and water.